Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported that multiple pods have resulted in red marks and red dots at the application site. Specifically, scarring on the abdomen was noted while using the pod. No impact on the patient¿s glucose levels was reported, and no additional details were provided regarding this event.

Manufacturer narrative:
Additional information was received 12march2026 indicates that this event does not meet regulatory report requirements. Therefore, this report is considered non-reportable. Update to section b5. Update to section b1 - remove adverse event. Update to section b2 - remove other serious. Update to section h6 - remove code e1715 and f12. Added f26..

Event description:
It was initially reported that the patient developed skin irritation, redness and scarring from pod use. Additional information was collected on (B)(6) 2026 which clarified that the "scar" that was previously reported was an error, instead the patient stated "scare". The patient did not report any scar or scarring from pod use.